Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports after an unspecified procedure using an evis exera iii duodenovideoscope with a single use distal cover, the user discovered the distal cover in the patient¿s mouth. The customer feels like the distal cover was not all the way placed on and it just sat in the patients mouth the entire procedure. The distal cover cannot be returned for evaluation as it was discarded by the customer. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the distal cover used in the procedures. Case with patient identifier (B)(6) reports the scope used in the procedure.

Manufacturer narrative:
This report is being updated to report additional information reported by the customer and investigation findings. New information is reported in b5, h6, and h10. Since the subject device was not sent to olympus, there was no device inspection result. Replication resting was conducted by olympus using a lot on hand. It was confirmed the distal cover us not likely to be damaged or come off when attached properly (per the IFU). The device history record (DHR) for the reported lot was reviewed. It is confirmed that the device met all design and safety specification when it was shipped. The instructions for use shipped with the device provides the user with the following information related to the reported event: important information ¿ as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. [Conclusion root cause of the suggested event was not specified. Consideration according to investigation findings, the distal cover may have been in a state of easily come off the subject device due to inappropriate attachment to the device, causing the suggested event.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. The parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: the cover was easily removed from the scope due to insufficient attachment to the scope. Olympus will continue to monitor field performance for this device.